Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia along with over delivering. The customer reported blood glucose value of 34 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-332a. Troubleshooting was performed, customer reported that they faced issue with the previous set and that the reservoir was empty and the pump screen was shown that the insulin level was still yellow. Customer has been using the insulin pump system within 48hrs of reported event and it was unknown if customer using the auto-mode/smartguard feature at the time of low blood glucose event. Customer was able to upload to carelink. Customer reported receiving a pump error. Customer was able to clear the error complete rewind process and pump passed displacement test. Customer mentioned error occurred during basal and bolus. Customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Customer is not using quick bolus speed feature on an impacted pump. No further patient complications were reported. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.